Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Dr. Revised a tritanium patella due to lateral tracking and resultant pain for the patient. Original surgery was (B)(6) 2020 as a mako. Revised from a 29 asymmetric to a 29 cemented symmetric and did some minor soft tissue releasing. Update 02/april/2021: rep provided x-rays and revision usage and confirmed that no further information is available due to hospital policy.